Event description:
Reportedly, the eea stapler was used to perform the gastro-jeujunotomy. After the stapler was removed and the anastomosis was inspected and the gastric tissue donut was attached to the circular staple line and hanging in the lumen. The donut was removed and bleeding resulted which was controlled with suture. Sutures were placed and the pt was scoped to insure that the anastomosis was hemostatic.